Event description:
It was reported that there was limited subarachnoid hemorrhage at the end of the procedure related to microcatheter perforation of a vessel adjacent to the aneurysm. This event occurred after stent deployment and was not related to stent. This high risk patient had ischemic cardiomyopathy and an underlying ef of 20%. She subsequently developed post-operative cardiac arrest x 2 with cardiogenic shock and bilateral strokes. Required mechanical ventilation. This event is not related to a device malfunction. It is a known procedural risk. The cardiac arrest was related to her underlying severe cardiac disease.

Manufacturer narrative:
It was reported that the patient sustained a limited subarachnoid hemorrhage at the end of the procedure related to a microcatheter/guidewire (sl 10 and synchro 2) perforating of a vessel adjacent to the aneurysm. During the event, the enterprise delivery system ((B)(4)/lot unk) was not at the site, and the event occurred after the stent was deployed. Then, the stent was crossed with the sl 10 to coil the aneurysm, and after finishing coiling procedure, a synchro 2 microwire was inserted into the microcatheter to prevent a tail of the coil during microcatheter extraction. As the microcatheter left the aneurysm, it jumped into an adjacent branch and caused a small self limited perforation related to the microwire. Additional torque or manipulation was needed to position the microcatheter, and constant fluoroscopy was performed at all times. A jailed technique was not used for this procedure, and a constant and dedicated heparinized saline source was used at all times. To treat the event, heparin was reversed with protamine and it stopped spontaneously. After the event, the patient went through rehab and had an aicd placed for underlying severe cardiomyopathy. The long term care plan for the patient consists of continue asa and plavix for stent for 6 months. Repeat angiogram in 6 months. This event occurred after stent deployment and was not related to stent. This high risk patient had ischemic cardiomyopathy and an underlying ef of 20%, and subsequently developed post-operative cardiac arrest x 2 with cardiogenic shock and bilateral strokes. The patient required mechanical ventilation. This event is not related to a device malfunction, and it is a known procedural risk. The cardiac arrest was related to the patient's underlying severe cardiac disease. The target site was an a-com artery aneurysm originating bilaterally aca's off the left a1 segments, with a wide dagger shaped conical aneurysm measuring 7 mm with a 4 mm neck. The patient's medical history presented with an acute chronic renal failure, mi, polycystic kidney disease, triple vessel ischemic heart disease, and cardiomyopathy with ef of 20 % deemed to be high risk for revascularization surgery by CT surgery until cerebral aneurysm treated. Medications consisted of asa and plavix per protocol and heparin for goal act of 250-350 seconds. Protamine to reverse heparin after perforation occurred. No further information was available. In addition to the enterprise, products used during the case consisted of an sl 10, synchro 2 wire, target coils, prowler plus catheter, 070 - guide catheter ( penumbra neuron). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the product represents an unknown enterprise device. The product remains implanted, and it is not available for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received reporting cardiac arrest and bilateral stroke after an enterprise vrd ((B)(4)/unk) assisted coiling of an anterior communicating aneurysm requiring mechanical ventilation. It was reported that the event is not related to the device malfunction and that it is a known procedural risk. The cardiac arrest was related to her underlying severe cardiac disease. After the vrd was placed reversal of anticoagulation was required due to a limited subarachnoid hemorrhage at the end of the procedure from a perforation of a vessel adjacent to the aneurysm, not in the area of the vrd reported as caused by a noncordis microcatheter/guidewire (sl 10 and synchro 2). It was reported that this event occurred after stent deployment and was not related to stent. The patient went through rehab and had an aicd placed for underlying severe cardiomyopathy with continuation of asa and plavix for the stent for six months and repeat arteriogram in six months. At baseline this patient presented with acute ischemic cardiomyopathy/ef of 20%. At baseline the patient presented with a history of acute/chronic renal failure, myocardial infarction, polycystic kidney disease, triple vessel ischemic heart disease and cardiomyopathy with ef of 20 %. The patient was deemed to be high risk for revascularization surgery by cardiothoracic surgery until after treatment of the cerebral aneurysm. The procedure was a stent assisted coiling of an anterior communicating artery originating of the left a1 segment involving the bilateral anterior cerebral arteries. The aneurysm was wide conical dagger shaped measuring 7mm with a 4mm neck. Antiplatelet/anticoagulation included asa and plavix per protocol and heparin for goal act of 250-350 seconds. A jailing technique was not utilized and a constant and dedicated heparinized solution was maintained throughout the procedure. Coiling was completed through an sl10 microcatheter through the stent. After completing the coiling procedure, a synchro 2 microwire was inserted into the microcatheter to prevent movement of a tail of an unknown coil during microcatheter extraction. As the microcatheter left the aneurysm, it jumped into an adjacent branch and caused a small self limited perforation related to the microwire. Additional torque or manipulation was needed to position the microcatheter, and constant fluoroscopy was performed at all times. To treat the event, heparin was reversed with protamine and it stopped spontaneously. This event occurred after stent deployment and it was reported by the physician as not related to the stent. Although lot number 0140399 was provided for the enterprise vrd, it was not a proper number, therefore, no DHR could be conducted. Stroke is a known potential adverse event associated with the use of the enterprise vrd and the procedures that they are used in as outlined in the instructions for use (IFU). A definitive conclusion cannot be made regarding the relationship of the enterprise vrd and the reported post procedure bilateral stroke. The reversal of the anticoagulation necessitated by the intraprocedural dissection is a possible contributing factor. Cardiac arrest is a known potential adverse events associated with anesthesia and although not related specifically to the device, cardiac events/myocardial infarction is a known and listed potential adverse event associated with the procedures the enterprise vrd is used in as listed in the IFU. As reported this patient's significant compromised cardiac status put her at risk for serious adverse events. With review of the reported information there is no indication of any manufacturing or device performance issues impacting the events. Therefore, no corrective actions will be taken at this time.